Manufacturer narrative:
The date of event is estimated .

Event description:
Manufacturer reference number: (B)(4). It was reported that the patient was experiencing from ineffective therapy. Further investigation revealed high impedances on both leads. As a result, surgical intervention was taken place on (B)(6) 2023 where the leads were replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.